Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and not detected. A field service engineer (fse) found the latch solenoid locked and hot to touch, with the system not detecting the device on the bus. Replaced the latch, after which testing was successful, and the escort verified that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed and not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, upon investigation of the device, a field service engineer noted that the solenoid latch was damaged caused by excessive heat. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.